Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that failed was confirmed as failure code 199:117:284:0000 in the pump's event history but not duplicated during product evaluation. This occurred during previous servicing by baxter and was addressed at that time. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. This issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that failed; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.